Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device also received with cracked keypad at select button, keypad overlay texture damage and scratched case. No cracks on belt clip rails noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had buttons was stuck in and hard to press. The customer¿s blood glucose level was 281 mg/dl at the time of the incident. The customer was also reported that the location of damage was belt clip and buttons. The customer was reported that belt clip railings was chipped, and buttons are sunken in. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.